Manufacturer narrative:
(B) (4). (B) (4). The xience v rx 4.0x12mm (part# 1009531-12, lot# unk) is being filed under the same manufacturer number. Angina and restenosis are known adverse events. A conclusive cause for the reported restenosis and angina could not be determined. The lot number was not provided. A review of the device lot history record could not be performed.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 7 weeks post procedure. It was reported via trial that on (B) (6) 2007, the patient underwent stenting of the predilated proximal left anterial descending artery with two xience v stents. On (B) (6) 2008, the patient experienced angina and was hospitalized. The patient had a diagnostic coronary angiography on (B) (6) 2008 and revascularization of an unspecified vessel on (B) (6) 2009. Abbott vascular clinical safety monitor review assessed this event as a possible revascularization of the target vessel that was performed at a different facility from index procedure. There were no reported adverse patient sequelae.